Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced two retained sensor wire events. This report is 2 of 2 allegations of wire/needle/cannula damaged or missing that had similar event details. The patient inserted a sensor on the left arm. Upon sensor pod removal the sensor wire was missing from the sensor pod. No sensor wire fragment was visible on the surface of the skin. He had redness, swelling, and some discomfort in the area, so he saw his primary health care professional (hcp). The hcp attempted to remove the retained sensor wire, which was presumed to be with tweezers, but the patient did not know if an incision was made at the site at the time and a band-aid covered the area after the office visit. A diagnostic x-ray revealed a retained sensor wire at the site on the left arm. The md suggested he wait a day to see if the redness decreased over time. He continued to experience some discomfort, and a referral was made to a surgeon. The next sensor was placed on the right arm with no issues reported during the sensor session. The subsequent sensor was placed on the left arm within two inches from the first site. He experienced an issue with pairing and removed the sensor pod shortly afterwards. No sensor wire was visible on the sensor pod, and he had discomfort and a red spot at the insertion site. The patient drew a circle around the area and contacted his primary md who evaluated the area two days later. A diagnostic x-ray showed a second retained sensor wire on the left arm. The diagnostic imaging was added digitally to computer disks. The patient was evaluated by a surgeon who reviewed the diagnostic imaging on the disks and attempted to surgically remove the sensor wires mid-february. The patient remembered an IV and sedation medications were used during the surgical procedure, and no other medication was remembered. The surgeon informed the patient he was unable to locate the retained sensor wires in the left arm using the digital images on the disks or diagnostic imaging equipment in the operating room, and the patient returned home in stable condition. At the time of the call with med safety team on (B)(6) 2025, although he felt considerably better and had no redness on his left arm, occasionally the patient experienced discomfort when he moved his left arm in certain positions which was attributed to the retained wire poking the muscle. He planned to contact his primary physician if his condition changed, or other symptoms returned. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). This report is 2 of 2 allegations of wire/needle/cannula damaged or missing that had similar event details. Related records: (B)(4).